Event description:
This event was reported as fungal endocarditis, fever (positive blood cultures) and moderate left ventricular dysfunction as noted on echocardiogram. Mild transient ischemic attack march 1997 with weakness of the left hand and subsequent peripheral numbness following punctuate 2x2 mm circular lesion on tip of left great toe, consistent with a splinter hemorrhage. No further information was provided.